Event description:
Ous MDR - after an implantation time of about 50 months, it was reported that the ICD could not be interrogated during a routine follow-up. No deterioration of the patient's state of health was reported. The ICD was explanted.

Manufacturer narrative:
The ICD first underwent a visual inspection. Sparkover traces were detected on the ICD housing, which indicate a sparkover between the hv conductor of the lead and the ICD housing. In addition, traces of abrasion were noted on the ICD housing. The ICD then underwent an electrical examination. It confirmed the clinical observation, the ICD could not be interrogated. The memory content of the device could therefore no longer be read. Next, the device was opened. A destroyed final shock stage of the electronic module was identified. This damage of the final shock stage indicates a shock delivery into an external low-ohmic shock path. The damage to the module led, in turn, to a permanently increased current uptake and subsequently to a discharge of the battery and the resulting lacking interrogatibility of the ICD. There were no sparkover traces or short-circuits either within the ICD or in the connection system, which could be related to the clinical observation. The low-ohmic shock path clearly resulted from an external short-circuit. The manufacturing process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, a sparkover between the lead and the ICD housing occurred during a shock delivery. This conclusion results from both the damage manifestation of the damaged final shock stage and the sparkover traces on the ICD housing. There were no indications of a material defect or manufacturing error at the ICD.